Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 03-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Further, the couples level of sexual intimacy sharply declined as plaintiff suffers from pain during intercourse. The plaintiffs husband noticed a change in his wife's demeanor as she was no longer as happy and energetic as she once was prior to undergoing the implantation of essure as a result of her severe injuries from essure, plaintiff underwent a total hysterectomy on (B)(6) 2016, and both essure coils were removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent a total hysterectomy, 5 years after placement, and both essure coils were removed. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since device removal was required (via hysterectomy), this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain"), genital haemorrhage ("heavy bleeding/ chronic bleeding"), dyspareunia ("pain during intercourse") and menorrhagia ("excessive bleeding") in a female patient who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity (two live births on (B)(6)), anemia on (B)(6) 2010, hypothyroidism on (B)(6) 2010, aneurysm on (B)(6) 2010, arrhythmia on (B)(6) 2010, asthma on (B)(6) 2010, autoimmune disorder on (B)(6) 2010, coronary artery disease on (B)(6) 2010, cancer on (B)(6) 2010, chronic kidney disease on (B)(6) 2010, diabetes mellitus on (B)(6) 2010, endotracheal intubation complication on (B)(6) 2010, gastroesophageal reflux on (B)(6) 2010, cardiac disorder on (B)(6) 2017, (B)(6) without mention of complication on (B)(6) 2017, anesthesia on (B)(6) 2010, perioperative nausea and vomiting prophylaxis on (B)(6) 2010, phlebitis on (B)(6) 2010, thrombophlebitis on (B)(6) 2010, depression on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, peptic ulcer disease on (B)(6) 2010, seizures on (B)(6) 2010, sickle cell disease on (B)(6) 2010, stroke on (B)(6) 2010, disseminated lupus erythematosus on (B)(6) 2010, thromboembolism on (B)(6) 2010, thyroid disorder on (B)(6) 2010, trauma on (B)(6) 2010, adverse reaction on (B)(6) 2010, unspecified breast disorder on (B)(6) 2010, intractable epilepsy on (B)(6) 2010, sleep apnea on (B)(6) 2010, tubal ligation, vascular operation, breast operation, prostatectomy, appendectomy, cardiac pacemaker insertion, orthopedic procedure, transplant, chest pressure sensation and abdominal operation. She was neither allergic to nickel or any nickel or any other component of essure nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She has hlo chf, dx (B)(6) 1 week after childbirth. She doesn't follow up with cardiology. She has htn but doesn't take her medications. Previously administered products included for an unreported indication: alcohol. Concurrent conditions included dysfunctional uterine bleeding, heavy periods, pelvic pain female, anemia, congestive heart failure, endometrial ablation, hypokalemia, shortness of breath, hypoalbuminemia, cesarean section, morbid obesity, vaginal bleeding, morbid obesity, uterine enlargement and pelvic adhesions. Family history included hypertension (mother, maternal grandmother. Brother, father.) On (B)(6) 2011 and diabetes (maternal grandmother and brother). Concomitant products included ibuprofen for dysmenorrhea as well as anesthetics, general (general anesthesia) and leuprorelin acetate (lupron). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant), the first episode of weight fluctuation ("weight fluctuations") and migraine ("migraines"). In 2016, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), the second episode of weight fluctuation ("weight fluctuations") and menstrual disorder ("I had a menstrual cycle every day for three years""). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain had resolved. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain and menorrhagia had resolved and the depression, fatigue, the last episode of weight fluctuation, dyspareunia, migraine and menstrual disorder outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and the second episode of weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim any psychiatric and/or psychological condition caused or aggravated due to essure. On (B)(6) 2016, patient had following procedure: laparoscopic lysis of adhesions times 35 minutes, laparoscopic-assisted robotic hysterectomy, bilateral salpingo-oophorectomy and vaginal laceration, repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 110743.8 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-oct-2017: new reporters, patient demographic information, relevant medical history, product and concomitant information and events added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain"), genital haemorrhage ("heavy bleeding/chronic bleeding"), dyspareunia ("pain during intercourse") and menorrhagia ("excessive bleeding") in a female patient who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity (two live births on (B)(6) 1998 and (B)(6) 2010), anemia on (B)(6) 2010, hypothyroidism on (B)(6) 2010, aneurysm of unspecified site on (B)(6) 2010, arrhythmia on (B)(6) 2010, asthma on (B)(6) 2010, autoimmune disorder on (B)(6) 2010, coronary artery disease on (B)(6) 2010, cancer on (B)(6) 2010, chronic kidney disease on (B)(6) 2010, diabetes mellitus on (B)(6) 2010, endotracheal intubation complication on (B)(6) 2010, gastroesophageal reflux on (B)(6) 2010, cardiac disorder on (B)(6) 2017, (B)(6) without mention of complication on (B)(6) 2017, anesthesia on (B)(6) 2010, perioperative nausea and vomiting prophylaxis on (B)(6) 2010, phlebitis on (B)(6) 2010, thrombophlebitis on (B)(6) 2010, postpartum depression on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, peptic ulcer disease on (B)(6) 2010, seizures on (B)(6) 2010, sickle cell disease on (B)(6) 2010, stroke on (B)(6) 2010, disseminated lupus erythematosus on (B)(6) 2010, thromboembolism on (B)(6) 2010, thyroid disorder on (B)(6) 2010, trauma on (B)(6) 2010, adverse drug reaction nos on (B)(6) 2010, unspecified breast disorder on (B)(6) 2010, intractable epilepsy on (B)(6) 2010, sleep apnea on (B)(6) 2010, tubal ligation, vascular operation, breast operation, prostatectomy, appendectomy, cardiac pacemaker insertion, orthopedic procedure, transplant, thoracic operation and abdominal operation. She was neither allergic to nickel or any nickel or any other component of essure nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She has hlo chf, dx (B)(6) 2010 1 week after childbirth. She doesn't follow up with cardiology.she has htn but doesn't take her medications. Previously administered products included for an unreported indication: alcohol. Concurrent conditions included dysfunctional uterine bleeding, heavy periods, pelvic pain female, anemia, congestive heart failure, endometrial ablation, hypokalemia, shortness of breath, hypoalbuminemia, cesarean section, morbid obesity, vaginal bleeding, morbid obesity, uterine enlargement and pelvic adhesions. Family history included hypertension (mother, maternal grandmother. Brother, father.) On (B)(6) 2011 and diabetes (maternal grandmother and brother). Concomitant products included ibuprofen for dysmenorrhea as well as analgesics, anesthetics, general (general anesthesia) and leuprorelin acetate (lupron). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant), the first episode of weight fluctuation ("weight fluctuations") and migraine ("migraines"). In 2016, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), the second episode of weight fluctuation ("weight fluctuations") and polymenorrhoea ("I had a menstrual cycle every day for three years""). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain had resolved. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain and menorrhagia had resolved and the depression, fatigue, the last episode of weight fluctuation, dyspareunia, migraine and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, polymenorrhoea, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: she did not claim any psychiatric and/or psychological condition caused or aggravated due to essure. On (B)(6) 2016, patient had following procedure: laparoscopic lysis of adhesions times 35 minutes, laparoscopic-assisted robotic hysterectomy, bilateral saipingo-oophorectomy and vaginal laceration, repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 110743.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2018: quality-safety evaluation of ptc. FDA codes added , expiration date, MFR date and addition of ptc global number reference added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain"), genital haemorrhage ("heavy bleeding/chronic bleeding") and menorrhagia ("excessive bleeding/clotting/prolong bleeding") in an adult female patient who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included . Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included multi gravida, parity (two live births on (B)(6) 1998 and (B)(6) 2010), anemia on (B)(6) 2010, hypothyroidism on (B)(6) 2010, aneurysm of unspecified site on (B)(6) 2010, arrhythmia on (B)(6) 2010, asthma on (B)(6) 2010, autoimmune disorder on (B)(6) 2010, coronary artery disease on (B)(6) 2010, cancer on (B)(6) 2010, chronic kidney disease on (B)(6) 2010, diabetes mellitus on (B)(6) 2010, endotracheal intubation complication on (B)(6) 2010, gastroesophageal reflux on (B)(6) 2010, cardiac disorder on (B)(6) 2017, herpes simplex without mention of complication on (B)(6) 2017, anesthesia on (B)(6) 2010, perioperative nausea and vomiting prophylaxis on (B)(6) 2010, phlebitis on (B)(6) 2010, thrombophlebitis on (B)(6) 2010, postpartum depression on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, psychiatric disorder nos on (B)(6) 2010, peptic ulcer disease on (B)(6) 2010, seizures on (B)(6) 2010, sickle cell disease on (B)(6) 2010, stroke on (B)(6) 2010, disseminated lupus erythematosus on (B)(6) 2010, thromboembolism on (B)(6) 2010, thyroid disorder on (B)(6) 2010, trauma on (B)(6) 2010, adverse drug reaction nos on (B)(6) 2010, unspecified breast disorder on (B)(6) 2010, intractable epilepsy on 2010, sleep apnea on (B)(6) 2010, tubal ligation, vascular operation, breast operation, prostatectomy, appendectomy, cardiac pacemaker insertion, orthopedic procedure, transplant, thoracic operation and abdominal operation. She was neither allergic to nickel or any nickel or any other component of essure nor she experienced a hypersensitivity reaction to nickel or any other component of essure. She has hlo chf, dx may2010 1 week after childbirth. She doesn't follow up with cardiology.she has htn but doesn't take her medications. Previously administered products included for an unreported indication: alcohol. Concurrent conditions included dysfunctional uterine bleeding, heavy periods, pelvic pain female, anemia, congestive heart failure, endometrial ablation, hypokalemia, shortness of breath, hypoalbuminemia, cesarean section, morbid obesity, vaginal bleeding, morbid obesity, uterine enlargement and pelvic adhesions. Family history included hypertension (mother, maternal grandmother. Brother, father.) And diabetes (maternal grandmother and brother). Concomitant products included ibuprofen for dysmenorrhea as well as analgesics, anesthetics, general and leuprorelin acetate (lupron). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"), back pain ("severe back pain/back pain") and fatigue ("fatigue"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), the first episode of weight fluctuation ("weight fluctuations") and migraine ("migraines"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"), the second episode of weight fluctuation ("weight fluctuations"), polymenorrhoea ("I had a menstrual cycle every day for three years""), vaginal haemorrhage ("spotting") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with amlodipine, hydrocodone bitartrate;paracetamol (norco), ibuprofen, losartan, medroxyprogesterone acetate (depo provera), surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy and hysterectomy) and uterine biopsy. Essure was removed on (B)(6) 2016. In 2016, the pelvic pain had resolved. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, depression, dyspareunia, migraine and vaginal haemorrhage had resolved and the fatigue, the last episode of weight fluctuation, polymenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal haemorrhage, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: she did not claim any psychiatric and/or psychological condition caused or aggravated due to essure. On (B)(6) 2016, patient had following procedure: laparoscopic lysis of adhesions times 35 minutes, laparoscopic-assisted robotic hysterectomy, bilateral saipingo-oophorectomy and vaginal laceration, repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 110743.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received- new event spotting, dysfunctional uterine bleeding, she didn¿t undergo essure confirmation test were added. Outcome of migraines, dyspareunia , depression updated to recovered / resolved. New reporter, treatment drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent a total hysterectomy, 5 years after placement, and both essure coils were removed. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since device removal was required (via hysterectomy), this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs